Manufacturer narrative:
D6b, explant date, has been added.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Saturated flow: since neither product nor data logs were returned for investigation, the cause of the saturated flows could not be determined. Optical sensor issue: since neither product nor data logs were returned for investigation, the cause of the optical sensor issue could not be determined. False alarm: since neither product nor data logs were returned for investigation, the cause of the false alarm could not be determined. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
It was reported that a patient implanted with an impella cp experienced an impella in aorta alarm, incorrect placement signal, and saturated flows. Catecholamines were reduced and anticoagulation was increased, and the alarms resolved. Impella support continued.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.